Event description:
Boston scientific crm received information that this left ventricular lead dislodged one day post implant. The lead was explanted and replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned. Should this lead get returned, this event would be updated.